Event description:
For the subject device, data stored in device memory show the last charge time was 0 second for a stored energy rising from 34 and 42 joules. This value was reported for a shock delivered on (B)(6) 2011.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.